Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a problem with the touch pen of the programmer, the head of pin was broken. The programmer is still in use. No patient complications have been reported as a result of this event.